Event description:
The patient called alleging that the meter had been giving him false blood glucose readings. The patient mentioned that they had been receiving high readings for the past weeks. Due to the high readings the patient consulted with their physician and the physician increased the patient's oral medication to two times a day. The patient tested their blood glucose meter and recieved a 172mg/dl and compared the meter to the nurse's meter and received a 7.2 mmol/l. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". Customer services assisted the patient in setting the meter back to mmol/l; however while troubleshooting meter displayed an error 2 message and the issue was not resolved.

Event description:
The meter had been giving them false blood glucose readings. The pt mentioned that they had been receiving high readings for the past week. Due to the high readings the pt consulted with their physician and the physician increased the pt's oral medication to two times a day. The pt tested their blood glucose meter and received a 172 mg/dl and compared the meter to the nurse's meter and received a 7.2 mmol/l. The pt reported that the meter was previously set to the correct unit of measurement and the pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". Customer svs assisted the pt in setting the meter back to mmol/l; however, while troubleshooting meter displayed an error 2 message and the issue was not resolved.